Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Event description:
It was reported the pump failed accuracy testing. Issue discovered during testing, no patient involvement or injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it missing the upper back label. There was no evidence of the error found in the event history log. The customer reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was found to be the cause of the reported problem. It was recommended that the expulsor be replaced as it was previously trimmed down to bring the delivery accuracy closer to nominal of a range. The root cause of the reported problem was unknown. Product is beyond 4 years from manufacture date of 2017-11 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation, corrected data: correction: d4: model number: 6400.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 20-nov-2017.